Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed by the customer quality engineer on the 06 june 2016, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Additional information received: erosive gastritis and duodenitis. Extrinsic compression due to gastric band.

Event description:
It was reported by (B)(6) that they received a letter from a customer ((B)(6)) the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4).